Event description:
It was reported that a customer's pump screen was dark and would not turn on. Although the specific blood glucose value was unknown, it remained between 54-500 mg/dl. The customer was instructed to try troubleshooting steps, but the pump remained unresponsive. Customer support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy. The faulty pump was set to be returned to the company using a pre-paid label provided within 10 days.